Event description:
Complaint received indicated that the siderail was not staying in up position. No injury alleged.

Manufacturer narrative:
Tech found the unit in repair shop. Siderail was not staying in up position. Replaced broken left siderail end tube and rachet rivets to resolve this issue.